Event description:
Clinic notes were received noted pre-operative assessment of malfunctioning vns and allegation of left vocal cord paralysis. Follow-up exam again mentioned the left true vocal cord is paralyzed in the median position. This is a stable finding. No additional relevant information could be received to date.

Event description:
Patient underwent full revision surgery (replacement of the lead and generator). The explanted products have not been received by product analysis to date. Further information was received from the physician's office that the high impedance was first observed on (B)(6) 2019 when advanced interrogation was selected. A diagnostic test was then performed with advanced interrogation turned off and impedance was ok. On (B)(6) 2019, high impedance was noted with advanced interrogation and without advanced interrogation. No other relevant information has been received to date.

Event description:
A section of operation notes were received for the patient. The notes indicate that there was high impedance. The patient was opened and the generator was explanted. It was noted that both pins seemed to be implanted satisfactorily. The system was tested again and high impedance was noted. A segment of the nerve was exposed and the lead and generator were removed as previously indicated.

Event description:
Patient presented with high impedance upon diagnostic testing. It was noted that there was high impedance in the past that was resolved by turning off the advanced interrogation. It was noted that on at the patient's recent visit, high impedance was observed regardless of the interrogation type. The patient also reported buzzing and electric sensations just above the generator that the patient was experiencing intermittently over the course of the year. It was noted to be becoming more prevalent. X-rays were performed and showed about a 2 mm discontinuity on a portion of the lead projected over the posterior left third rib. The x-rays performed have not been received or reviewed to date. No known surgical intervention has occurred to date. No other relevant information has been received to date.